Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4) case subject: npi patient not detected etco2 account name: (B)(6) surgical center account #: (B)(4) asset name: asset location: contact: (B)(6) contact email: contact phone: contact mobile: patient or user involvement: no patient or user harm: no case description: biomed tech. Called for help on etco2 unit get error message "patient not detected" failure device type: alaris system instrument failure problem type: 8300 failure mode: troubleshooting/ error codes case resolution: the error message on etc02 units has to do with the disposable on unit needs to run test on disposable connection & also run calibration on unt if both test pass can resolve issue if test fail units has to come in for services repair. Confirm price quote for level one services repair. Ref:_00d30y0yr._5000l1ioj7f:ref